Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication via an implantable pump for non-malignant pain. The pump became infected and the pocket was producing pus. Antibiotics were given. The healthcare provider removed the entire pump and catheter. As of 2016-aug-02 the issue was not resolved, but the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.